Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient with this pacemaker system experience an erosion, infection and sepsis, that was discovered on a clinic follow up. Subsequently, the patient underwent a revision procedure. This system was explanted and successfully implanted a new one on the same day. This device doesn't expect to return to be analyzed. No additional adverse patient effects were reported.